Manufacturer narrative:
Sections with additional information as of 02-nov-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes test strips were not returned for evaluation. Meter was returned: defect found on returned meter - no response to lab strips. Root cause: rc-001 miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint the true metrix air meter did not power on when a test strip was inserted. Customer had not changed the battery; customer stated she had just purchased the true metrix air meter one week ago. Customer is using the correct battery, in the correct orientation for the meter. During the call, the true metrix air meter powered on using the power button but not when a test strip was inserted. At the time of the call, the customer reported feeling dizzy; medical attention was not needed at the time.